Event description:
Per received report: the coil got stretched and detached unintentionally in the microcatheter during withdrawal without any detachment attempted. A different retrieval technique was performed wherein the proximal portion of the coil was in guide catheter and a hyperglide balloon was inflated in the guide catheter and full assembly was safely retrieved including the coil and its entirely. Add'l info received on (B)(6) 2011 indicated that pt was in ICU.

Manufacturer narrative:
The device has not been received in our facility to date. As soon as the device is received and final analysis has been performed, a final report will be filed and submitted.